Event description:
It was reported that this right atrial (ra) lead was suspected to have dislodged and ended up in the ventricle, since the available device data was examined by technical services (ts) and it was recently implanted, with its electrogram (egm) matching the one for the associated right ventricular (rv) lead. The dislodgment was confirmed by pacing system analyzer (psa) testing and x-ray imaging. The lead has been revised and remains in service. No additional adverse patient effects were reported.